Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion." Customer statement: "underinfusion. Near end alarm. Pump checked and approximately ++50% of bag had not infused. Line was put into another pump and infusion was completed."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). ---------------------------------------------------------------- 2. Information to the sample: 2.1 model: infusomat space 2.2 article number: 8713050 2.3 serial number/batch: (B)(6). 2.4 software version: l030003 2.5 hours of operation: 29898 hours 2.6 further information: n/a ---------------------------------------------------------------- 3. Investigation results: 3.1 history inspection: the device history files were read out and analyzed. The history files from 2023-01-24 (specified date of the incident, given from the customer) were investigated. At 2023-01-24 3 infusions were started. The vtbi pre alarms were displayed correctly. Furthermore, the set values from the customer fit the actual volume infused entries in the history files. In the history files no anomalies could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (353-01-070) on the lower housing were intact. The device shows several liquid residues and age-related signs of wear and tear. Furthermore, no damaged parts ore anomalies could be detected. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of 0,00%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: to investigate the inside, the device was disassembled completely. A lot of liquid residues could be detected inside the device. The emc shield and the bottom inner frame are oxidized. The mainboard shows oxidized contacts. Furthermore, the holder of the operating unit shows broken points. In addition. The inner of the device is in a bad condition, due to the fluid ingress. 4. Assessment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. The complained malfunction could neither be reproduced nor detected in the history files. No product deviation. Additional information: the liquid residues could not produce the complained malfunction. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.